Manufacturer narrative:
The following repair and service diagnostic codes were identified. Cracked/peeling insulation at tip of shaft. Replaced handle. The following was observed: the insulation was cracked/peeling at the tip of the shaft. The handle was replaced. This does confirm the alleged failure mode of: insulation damage probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures: contact forces. Product used beyond defined useful life. Part number 0250080618 (10mm, 33cm peek monopolar handle) lot 1340554, was reported for this issue. Upon receipt of product, it was noted that the device was labeled part number 0250080618 (10mm, 33cm peek monopolar handle) , lot 1345516h. The received device is consistent with the 10mm, 33cm peek monopolar handle initially reported and the failure mode described in the issue is consistent with the returned device failure mode of insulation damage. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.